Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported left side "isolated calcifications of benign radiological type" and "an image compatible with organized seroma of 43 mm is observed, in accordance with the radiological findings" via ultrasound and mammogram. The device remains implanted.